Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was observed to be depleting quickly. During troubleshooting with tandem technical support, review of the customer's battery activity was unable to confirm the reported issue. However, the customer maintained the battery was depleting quickly. The customer's blood glucose (bg) level was 90 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.